Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: additional information. B5, d11: added concomitant devices. H11 corrected data: b4. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the reported event occurred during laminoplasty for pt indication procedure on (B)(6) 2020. It was also reported that the bone cracked while fixating plate with screw. Concomitant devices reported: mtf odl spacers impl (part # zmnzmtf0089, lot # unknown, quantity 1); spine plate (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 510k: this report is for an unknown screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown spinal procedure on february 20, 2020, the arch fixation plate was extremely loose on the bone which resulted in cracking of the two (2) mtf odl spacers implant. The procedure was completed by opening additional piece of mtf odl spacers implant. There was a 30 minutes surgical delay reported. There was no patient consequence. This complaint involves an unknown number of devices. This report is 1 of 1 for (B)(4).